Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of "high" on cgm. Bg cause was unknown. Customer addressed the elevated bg with an correction bolus via pump. A system check was performed, and it was found that the customer was using their cartridge longer than the recommended labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.